Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, the tip of the snare was frayed and "arced." The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event.